Manufacturer narrative:
H3. Product analysis: equipment used: vis (B)(4), 203cm ruler (B)(4) as found condition: the hyperglide was returned for analysis within a shipping box, inside of an opened hyperglide outer carton, and an opened hyperglide inner pouch. Damage location details: no damage was observed on the hyperglide catheter hub. The hyperglide catheter body was found to be in good condition. Upon visual inspection, the hyperglide balloon appeared to be in good condition; in addition, the balloon was found to be used. Testing/analysis: the guidewire was removed and hydrated. Next the hyperglide balloon catheter was flushed with water, which was able to exit the distal tip without any issues. The guidewire was reinserted through the hyperglide balloon catheter without issue. In addition, the balloon failed to inflate. The balloon was found to be leaking proximally to the distal marker and could not maintain inflation. Microscopic inspection revealed a tear/rupture in the balloon tubing at the location of the leak. Conclusion: based on the device analysis and reported information, the customer's report of "balloon leak at distal gw seal" was confirmed. The hyperglide balloon was found to be leaking and could not be fully inflated. It is likely that the damage found in the hyperglide balloon contributed to the reported event. Potential causes of the balloon damage include handling during packaging, shipping, and/or preparation for use. However, the exact cause of the balloon damage could not be determined. This event is reported at this time based on analysis finding which indicated a reportable event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a hypergluide balloon had inflation issues. During the purging and preparation of the balloon according to the instructions for use (IFU) before starting the procedure, it was observed that the balloon was not inflated as usual despite having the xpedion guidewire in position as indicated by the IFU; it was tested on several occasions and it was observed that the contrast continued without filling the balloon and was extravasated through the distal end of the balloon catheter; for this reason the balloon was not used and another one with the same characteristics was used in its place without any problems. No patient symptoms or complications were reported. Additional information was received. There was no extensive guidewire manipulation. A non-medtronic guidewire was used with the balloon. During the inflation, the guidewire tip was advanced 10-15mm distally out of the catheter tip. There was no guidewire tip curve, contrast ratio was 50/50. The injection rate was slow. Aspiration method was used to deflate the balloon. The guidewire was 10mm and 15mm from the catheter tip during inflation/deflation. No multiple inflations were performed, the problem occurred during the pre-test. There were no kinks on the catheter during use. 1 cc syringe was used during inflation/deflation of the balloon.